Event description:
A nurse reported to baxter (B)(4) of an all-in-one empty container bag in which the nurse observed a particulate matter in the bag after filling it with an unknown solution. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an all-in-one empty container bag in which the nurse observed a particulate matter in the bag after filling it with an unknown solution was confirmed during sample evaluation. During visual inspection, a particulate matter was observed inside the bag. The root cause of the reported condition was unidentified. No repairs were made since this is a single use device. Should additional information be received, a follow-up medwatch will be submitted. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.